Manufacturer narrative:
The complaint is confirmed, the device was returned in a very clean condition, does not appear to have been used, insulation on the electrodes is in place and in tact, jaws open and close smoothly, full rotation on the shaft, when the device is connected to the generator and coag power applied, no coag function, device will short out due to proximal ends (back) of the jaws making contact in small or thin tissue bites. The jaws do not appear to be profiled properly. A review of the complaint data base does not indicate any trending for this type of failure, we are considering this an isolated incident. We will continue to monitor the data base for further occurrences.

Event description:
It was reported that during a transanal endoscopic microsurgery, the device could not coagulate properly. Although bleeding was confirmed, a monopolar was used and additional sutures was performed to stop the bleeding. Another device was used to complete the case. There were no adverse consequences to the patient.